Manufacturer narrative:
Multiple attempts made to obtain samples; customer responded stating that did not have any samples available.

Event description:
The reporter noted the following: "a clinical manager reported to fresenius medical care via email that a patient care technician used the luer adapter (luer adapter, 20gx3/4 1bx/100ea) in patient cvc with vacutainer to draw hg. Upon removal, the adapter broke off in the cvc arterial limb and was unable to be removed. The patient was sent out to access center for cvc exchange." No injury to patient, but did have to receive surgical replacement of cvc due to incident. Patient returned to clinic same day and received full dialysis treatment after cvc procedure.